Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2010. Revision due to poly wear.

Event description:
It was reported that a patient experienced a hip revision due to an unknown reason. The surgeon made his incision and ventured in to the hip joint. Once he dislocated the joint he realized that the patient had some poly wear on the anterior lateral side of the acetabular liner. Due to this poly wear, he decided to remove the implant from the acetabular cup. He used a cork screw to remove the liner. Once he was able to check the cup and make sure that it was well fixed, he replaced the neutral liner with a 10-degree face change liner. Then he moved to the femoral side, he checked the stem and made sure that it was well fixed and then trialed heads. He decided to implant a particular femoral head. Once the hip was back into place, he put the hip through a series of rom tests. He determined that it was stable and closed the wound. The patient was stable upon leaving the o.r. No additional information was provided this is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00275.

Manufacturer narrative:
After further review of additional information received the following sections a1, b4, b5, d4. G1, g4, g5, g7, h2, h4 and h6 have been updated accordingly. Section h3: the complaint devices were not returned for analysis. The event of prosthesis wear cannot be confirmed as the devices were not returned. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports involving another part from this manufacturing lot of 27 pieces. Complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. There are no user-related issues reported. There was a company investigation about the occurrences of gxl polyethylene wear, there were no field actions or corrections needed. The revision reported may have been the result of edge loading/impingement, patient conditions, or a combination of the two, which led to polyethylene wear. This cannot be confirmed because the reason for the revision surgery was not communicated and the devices were not returned for evaluation. Section h6: in a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the event cannot be confirmed because the reason for the revision surgery was not communicated, there is no event information or patient risk factors to evaluate the patient related issues and the devices were not returned for evaluation. This device is used for treatment not diagnosis.